Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a hair like foreign material was contained in the package. A 5mm x 12cm idc¿ was selected to treat the target lesion located in the moderately tortuous hepatic artery. Prior to unpacking, a hair like object was found contained in the sterile packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a sealed pouch was returned containing a dispenser hoop, introducer sheath, coil and pusher wire. During visual inspection, a hair was seen in the top left corner of the pouch just inside the seal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that a hair like foreign material was contained in the package. A 5mm x 12cm idc¿ was selected to treat the target lesion located in the moderately tortuous hepatic artery. Prior to unpacking, a hair like object was found contained in the sterile packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.